Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): stents implanted in a saphenous vein graft. There was no reported product deficiency. The reported myocardial infarction, thrombosis and re-stenosis are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The xience stents were implanted in a saphenous vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The implantation of the stent in a saphenous vein graft does not appear to have directly caused or contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2009, the patient presented with chest pain, worsening dyspnea, congestive heart failure and nonrevascularizable coronary artery disease with severe native and graft coronary artery disease. On (B)(6) 2009, 4 xience v stents were placed in the saphenous vein graft to right posterior descending artery (svg-rpda). On (B)(6) 2009, enzymes were elevated. This was initially thought to be from the procedure and the patient was discharged in stable condition; however, it was later adjudicated as a periprocedural myocardial infarction (mi) of the target vessel. On (B)(6) 2009, the patient was rehospitalized with congestive heart failure (chf). Enzymes remained elevated, which was thought to be due to the chf; however, it was later adjudicated as a non-target vessel mi. On (B)(6) 2009, the patient was discharged, but continued to decline, experiencing worsening exercise tolerance and weight gain. On (B)(6) 2010, the patient was hospitalized in cardiogenic shock. Angiogram showed a patent svg-pda with some stent edge stenosis. Treatment included multiple medications. On (B)(6) 2010, the patient experienced cardiac arrest during a right heart catheterization and was resuscitated with medications. On (B)(6) 2010, the patient was taken to the catheter lab for placement of two non-abbott stents to the mid and proximal svg-pda due to late stent thrombosis, mi and cardiogenic shock. Additionally, an intra aortic balloon pump and transvenous pacer were placed. On (B)(6) 2010, due to heart failure from severe coronary artery disease, the patient was taken to the operating room for a heart transplant. After some complications, the patient stabilized and on (B)(6) 2010, was discharged. The patient is now under the care of the heart failure specialist. Although requested, there was no additional information provided.